Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a lead from the lead 977a260 5mm compact 1x8 MRI device was completely out of the epidural space and coiled, leading to lead migration or dislodgement. This resulted in the return of pain and loss of stimulation in the right leg. An x-ray confirmed the lead's position, and the patient was referred for a paddle lead/lead revision. A new lead was placed, and the patient reported the return of stimulation in the right leg. The issue was resolved with the lead revision.